Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized after experiencing low blood glucose levels and a seizure. The reported blood glucose reading was 37 mg/dl. The customer was running at the time of the seizure. The customer fell, and the insulin pump was run over by a car. Advised that the insulin pump would be replaced as it was damaged. Nothing further was reported.